Manufacturer narrative:
Become aware date has been updated to 2/18/2020 as corrected information from the customer was received.

Event description:
It has been reported that the device is failing self-test.